Event description:
It was reported that device shift and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A trace baseline pericardial effusion was noted. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) were advanced. After assessing release criteria, the wds was released. The intracardiac echocardiogram catheter and the was were removed from the patient's anatomy. Protamine was administered. After release, it was observed via transesophageal echocardiogram that the closure device had shifted and rotated 90 degrees clockwise. Considering the baseline pericardial effusion, the physician opted to keep the activated clotting time (act) lower than typical. A non-boston scientific (bsc) sheath was prepared and inserted. Tsp was performed and a non-bsc wire was advanced. After the non-bsc wire and sheath dilator were removed, the physician observed a thrombus on the sheath. A syringe was attached with unsuccessful attempts to aspirate the thrombus. The non-bsc sheath was retracted back to the right atrium. A large thrombus was then observed on the left and right side of the septum. The thrombus in the left atrium measured 11.9mmx8.52mm and the thrombus in the right atrium measured 15.2mmx5.08mm. An assisting cardiologist placed a sentinel cerebral protection system (cps) and a non-bsc thrombectomy device was inserted and utilized to extract some of the thrombus. The non-bsc thrombectomy device was removed. A non-bsc sheath was advanced. A non-bsc grasping device was inserted through the non-bsc sheath and advanced to the laa. The non-bsc grasping device pulled the 24mm closure device into the non-bsc sheath. The devices were removed from the patient. The baseline trace pericardial effusion was unchanged. A 27mm watchman closure device was implanted. The patient underwent a study with the assisting cardiologist to assess for clots in the lungs. The study was unremarkable. Further transthoracic echocardiogram and computed tomography were additionally performed, also noting to be unremarkable and without signs of stroke. Upon waking, the patient showed no sign of stroke. That evening the patient's lab work showed low hemoglobin and a blood transfusion was administered. The patient has remained stable. It was further reported that pericardial effusion occurred on the day of the procedure.

Manufacturer narrative:
B5: additional information added. G2: report source added. H6: patient code added.

Event description:
It was reported that device shift and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A trace baseline pericardial effusion was noted. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) were advanced. After assessing release criteria, the wds was released. The intracardiac echocardiogram catheter and the was were removed from the patient's anatomy. Protamine was administered. After release, it was observed via transesophageal echocardiogram that the closure device had shifted and rotated 90 degrees clockwise. Considering the baseline pericardial effusion, the physician opted to keep the activated clotting time (act) lower than typical. A non-boston scientific (bsc) sheath was prepared and inserted. Tsp was performed and a non-bsc wire was advanced. After the non-bsc wire and sheath dilator were removed, the physician observed a thrombus on the sheath. A syringe was attached with unsuccessful attempts to aspirate the thrombus. The non-bsc sheath was retracted back to the right atrium. A large thrombus was then observed on the left and right side of the septum. The thrombus in the left atrium measured 11.9mmx8.52mm and the thrombus in the right atrium measured 15.2mmx5.08mm. An assisting cardiologist placed a sentinel cerebral protection system (cps) and a non-bsc thrombectomy device was inserted and utilized to extract some of the thrombus. The non-bsc thrombectomy device was removed. A non-bsc sheath was advanced. A non-bsc grasping device was inserted through the non-bsc sheath and advanced to the laa. The non-bsc grasping device pulled the 24mm closure device into the non-bsc sheath. The devices were removed from the patient. The baseline trace pericardial effusion was unchanged. A 27mm watchman closure device was implanted. The patient underwent a study with the assisting cardiologist to assess for clots in the lungs. The study was unremarkable. Further transthoracic echocardiogram and computed tomography were additionally performed, also noting to be unremarkable and without signs of stroke. Upon waking, the patient showed no sign of stroke. That evening the patient's lab work showed low hemoglobin and a blood transfusion was administered. The patient has remained stable.